Manufacturer narrative:
Section a3b, a6: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal lens was explanted due to ongoing pain, blurred vision, and glaucoma. The lens was removed and replaced during a secondary surgical procedure with a iol from another manufacturer, and the patient required sutures. Additional information revealed that the patient expressed a desire to see at a distance without glasses, rather than near without glasses. Documentation was reviewed twice, confirming that his refractive target was near: once during his initial encounter and again on the next visit. Both visits confirmed with the patient that a near target was the refractive plan. There was no injury to the patient. The patient is doing okay but is still experiencing blurred vision. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 27, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue and dried blood. The lens was cleaned and further inspected revealing damage on the surface of the lens, most likely from a yag procedure being performed. No further issues were identified. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.